Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd double curve access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected for use. After achieving groin access, a transseptal puncture (tsp) was performed using the versacross connect. The was sheath and pigtail were advanced into the left atrium (la), and heparin was administered post-tsp. An angiogram was taken, and the 31mm wds was advanced to the flex ball in the appendage. At this point, a thrombus was observed attached to the was sheath. An active clotting time (act) test showed a result of 285. The wds was unsheathed, meeting the position, anchor, size, and seal (pass) criteria. The closure device was released, and the thrombus was aspirated through the sheath. No additional thrombus was noted on transesophageal echocardiography (tee). The sheath was removed, and the groin was closed without complications. The patient woke from anesthesia without issues and was transferred to recovery.